Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our columns ¿ 115001c2 - 1150 or-table column, mobil. It was reported that the batteries in the table column had melted because of overheating caused by leaked battery fluid. Due to the high temperature of the column covers, intervention was not possible as it posed a risk of burns to the professionals handling the equipment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the severe overheating creating the risk of a user's burn, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 115001c2 - 1150 or-table column, mobil. It was reported that the batteries in the table column had overheated. Due to the high temperature of the column covers, intervention was not possible as it posed a risk of burns to the professionals handling the equipment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the severe overheating creating the risk of a user's burn, was to reoccur. Following service visit on site, the charging voltage regulators (part no 9702463) were found to be defective and replaced. Following the functional testing, the device was cleared for use and returned to service. Based on the investigation conducted, it was concluded that at the time of the event, the device was not being used for the patient¿s treatment but was directly involved in the reported incident. As the issue occurred, it was considered that the getinge device failed to meet its specifications. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. Upon inspection, it was found that the batteries had overheated, which caused the deformation and made them unusable. The customer provided new batteries, which were installed, and their charging process was tested. Initially, the charging voltage varied between 13.4 v and 14.8 v across different batteries, while the charging current ranged from 3 a to 1.8 a. After installing new charging boards, the voltage stabilized at 14.35 v per battery, and the current started at 2 a before dropping to 1 a after a few minutes the customer does not hold a maintenance contract with getinge. It was stated that the batteries had been replaced in october 2024, but this replacement was not performed by an authorized getinge facility. The affected table was manufactured in january 2007. A review of the customer product complaints database revealed one previous complaint registered for this specific device, reporting a similar issue. The malfunction that occurred in july 2024 was caused by an operational error during cleaning, which led to the replacement of the main board. According to the subject matter expert (sme), the failure of the charging voltage regulator may have resulted from damage sustained during the earlier cleaning incident. The regulator may have been compromised by exposure to liquid ingredients and became apparent several months after the initial incident. In the instructions for use (ga115001 rev 17, page 46), detailed guidance on the cleaning procedure is provided. The customer is informed to avoid excessive use of water on the surfaces of the operating table column (ga115001 rev 17, page 46). The affected part has already been scrapped, and additional analysis is no longer possible. In summary, based on the root cause evaluation, it can be concluded that the reported issue, namely severe overheating posing a risk of user burns, was caused by a malfunction of the charging voltage regulator. This malfunction resulted from improper cleaning and is attributed to user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field was required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns ¿ 115001c2 - 1150 or-table column, mobil. It was reported that the batteries in the table column had melted because of overheating caused by leaked battery fluid. Due to the high temperature of the column covers, intervention was not possible as it posed a risk of burns to the professionals handling the equipment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the severe overheating creating the risk of a user's burn, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns ¿ 115001c2 - 1150 or-table column, mobil. It was reported that the batteries in the table column had overheated. Due to the high temperature of the column covers, intervention was not possible as it posed a risk of burns to the professionals handling the equipment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the severe overheating creating the risk of a user's burn, was to reoccur.

Event description:
Getinge became aware of an issue with one of our columns ¿ 115001c2 - 1150 or-table column, mobil. It was reported that the batteries in the table column had overheated. Due to the high temperature of the column covers, intervention was not possible as it posed a risk of burns to the professionals handling the equipment. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the severe overheating creating the risk of a user's burn, was to reoccur.